Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc contamination in the platelet product reported for this collection. The procedure was event free, with no alerts, adjustments, or changes in pump speed that could have caused wbcs to escape the lrs chamber. Based on the available information, it is possible though not conclusive, this failure may be donor related. Root cause: per the customer's statement, the root cause of the elevated wbc count in the platelet was identified as donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. The customer declined to provide the wbc count.